Manufacturer narrative:
(B) (4). Required intervention. Results: endoleak; type 2 endoleak from a lumbar branch. Conclusions: type 2 endoleak from a lumbar branch.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 42 months ago. The patient has been returning for regular CT scan follow-ups which showed increase in the aneurysm size and a type 2 endoleak from a single lumbar branch. It was reported that the physician does not believe this type 2 endoleak contributed to the sac expansion and he decided to perform an angiogram to assess the aneurysm enlargement. The angiogram did not demonstrate an endoleak other than the type 2 endoleak. The physician believes this to be a type 5 endoleak due to endo tension. A talent converter was used to convert the device to an aorto-uni-iliac system. The converter was deployed down the contralateral limb followed by a femoral to femoral bypass. At the end of the procedure there was still evidence of a type 2 endoleak at the level of the patent lumbar artery; however, the endoleak was small. It was also noted that the aneurx stent graft was 9 mm distal to the lowest renal artery; however, there was a good seal and apposition. The original location of the stent graft is unk. No additional clinical sequelae were reported and the patient is fine.